Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd¿ syringe with bd luer-lok¿ tip ¿the pharmacy was using the syringe to compound an IV. The drugs in it were worth about (B)(6) and the body of the syringe split open. The split occurred during the initial removal from the vial and there was very little volume loss due to the split. It was noted that there was enough overfill in the vial to account for the dose needed. Customer notes it was very close to complete loss/sterility breach of a very expensive medication.¿ there was no report of injury or medical intervention.

Event description:
It was reported during use of the bd syringe with bd luer-lok tip ¿the pharmacy was using the syringe to compound an IV. The drugs in it were worth about (B)(6) and the body of the syringe split open. The split occurred during the initial removal from the vial and there was very little volume loss due to the split. It was noted that there was enough overfill in the vial to account for the dose needed. Customer notes it was very close to complete loss/sterility breach of a very expensive medication.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported during use of the bd¿ syringe with bd luer-lok¿ tip ¿the pharmacy was using the syringe to compound an IV. The drugs in it were worth about $13,000 and the body of the syringe split open. The split occurred during the initial removal from the vial and there was very little volume loss due to the split. It was noted that there was enough overfill in the vial to account for the dose needed. Customer notes it was very close to complete loss/sterility breach of a very expensive medication.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: a sample was returned to bd for evaluation. However, the sample was unable to be located at this time. 7326580 was produced on 1/26/18 with zero defects found. It was possible that this defect came from our molding or assembly process. Unfortunately, without the samples we are not able to pin point the area in which this defect was created. A review of the device history record revealed zero defects found during this production run. Investigation conclusion: it is possible that these defects came from our molding process or assembly process. Unfortunately without the samples we are not able to pin point the area in which these defects were created.